Event description:
Per the clinic, the patient experienced performance decrement and intermittent connection with the implanted device. The sound processor displayed repeated flashing and generated an interference message attributed to intermittencies detected with the contralateral device. Hardware exchange and reprogramming attempt were made, but issues could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.